Event description:
Insert would not fit baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of eval: the results of the dimensional inspection and functional check do not highlight any defects that might bring about this event. This would suggest that the event is not device related.